Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received insulin flow block alarm. Customer stated they have tried all remedies. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed insulin flow blocked during load due to moisture damage found on the force sensor. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test due to unexpected insulin flow blocked alarm.